Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated.

Event description:
It was reported that after a fall patient experienced ineffective therapy due to autoreducing and the device was unable to enter MRI mode. Lead diagnostics showed high impedances. The programmer displayed error messages "strength was decreased. The generator could not deliver the desired strength" and "MRI is not advised. There may be a problem with the implanted lead(s)." Reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.